Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving dh-29cr. It was reported that the hood separated and fell into the gastrointestinal tract during an endoscopic submucosal dissection. The piece was retrieved and the procedure was completed successfully without harm or injury.